Event description:
The user facility reported that the 6fr angio-seal failed to deploy. The doctor noted that the collagen plug did not release or deploy. When the angio-seal was pulled back and removed, the collagen plug remained within the housing of the device. The event occurred intraoperatively.

Manufacturer narrative:
D6a: implanted date: date unknown d6b: explanted date: date unknown e3: occupation: clinical inventory specialist the actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device was returned to. The returned sample includes the hemostasis sheath, carrier tube, arteriotomy locator and header bag. The device was subjected to visual and functional analysis. The hemostasis sheath and carrier tube were fully mated in rear lock position. The device appears used with signs of blood. The anchor was visible in the sheath distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was set to forward lock, deploying the anchor. The device was set to rear lock and the anchor posted on the sheath tip. The anchor was pulled to manually deploy the device. The anchor, collagen and tamper tube all deployed successfully. The complaint can be confirmed for nondeployment device pullout. The exact root cause cannot be determined. The likely cause may have been an obstruction to the sheath tip, preventing the anchor from deploying and posting onto the sheath tip. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).